Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device worked and was implanted normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with an external pressure regulating shunt tube. It was stated that the patient had symptoms of unconsciousness due to cerebral hemorrhage which improved after surgery. The patient completed pressure regulation by end of day jul-03.